Event description:
Additional information was later received that previously noted out of range impedance with only two vectors were found within range. Currently all left ventricular (lv) lead configurations were displaying greater than 2000 ohms and no capture at max output. The lead was capped and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this during a normal device change out, this chronic left ventricular (lv) lead displayed out of range impedance measurements greater than 2000 ohms. The lead configuration was reprogrammed and measurements returned within normal range. There were no adverse patient effects reported. The lead remains implanted.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.